Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no evidence of ¿no cartridge detected¿ warnings, and all evidence of ¿loss of prime¿ warnings were related to the cartridge. The prime sequence was successfully completed with no prime issues detected. The force sensor calibration measured within specifications. Unrelated to the initial complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.